Manufacturer narrative:
Follow-up report: user facility contacted MFR on 10/3/1997 to report that the pt had expired since the latest contact. The cause of death, as listed on the death certificate, was "sepis - cause unk". Although the death is not attributed to the device, it is being reported as a follow-up to the initial report as it involves the same pt.

Event description:
All items of this incident are the same as the initial report other than the info provided in sections f10 and h10.